Manufacturer narrative:
Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. UDI: (B)(4). Investigation summary: the complaint device was discarded and not available for evaluation. Therefore, we cannot determine what caused the user to experience the reported event, we cannot discern a root cause for the reported failure mode. A DHR review has been conducted and the results indicate that this batch of product was processed without any incident and therefore there is no evidence of manufacturing anomalies on the paperwork reviewed. Further, a review into the depuy mitek complaints system revealed there were dissimilar complaints for this lot that was released to distribution. At this point in time, no corrective action is required and no further action is warranted. However, depuy mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field. Device history lot: a check of the manufacturing finished goods records for the reported batch number revealed no anomalies relating to the reported incident. There were (B)(4) devices released for distribution on november 27, 2015. There were no anomalies or discrepancies in the manufacture of this lot. No ncrs were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of this product, and any subcomponents, which would contribute to this complaint condition. This report is being filed as required under mitek's corrective and preventative actions (CAPA) to file USA FDA MDR missed malfunctions.

Event description:
It was reported by the sales rep that the customer's vapr 3 foot pedal was working intermittently during testing. There was no case or patient involvement. The device was discarded. It was not reported if there was a delay in the surgical procedure. It was not reported if a spare device was available for use. This event did not occur during surgery. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.